Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery. The returned device was thoroughly inspected and analyzed. Visual inspection identified an arc mark on the side of the device case in the location of the serial number. Review of stored device memory noted that the device was received with auto therapy on and the device was received with the electrode attached to the header. Further review of device data noted that following explant, the tachy mode was left on during return with the electrode still attached. This caused a shock that was shorted to the device case as evidenced by the arc mark. This in turn caused internal damage to the device and prevented any testing upon return. The root cause of the reported clinical observations was unable to be determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave oversensing following implant of a left ventricular assist device (lvad). Surgical intervention was undertaken to reposition the system. Subsequently, the patient presented to the emergency department after receipt of shock therapy. Review of device memory noted oversensing of noise. The physician felt the noise was consistent with electromagnetic interference (emi). The patient was admitted to the hospital for overnight evaluation and was discharged the following day. The physician has continued monitoring. No additional adverse patient effects were reported. This product remains in service. It was reported that the device was later explanted and returned with no additional information linking the explant to the previous reported observations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave oversensing following implant of a left ventricular assist device (lvad). Surgical intervention was undertaken to reposition the system. Subsequently, the patient presented to the emergency department after receipt of shock therapy. Review of device memory noted oversensing of noise. The physician felt the noise was consistent with electromagnetic interference (emi). The patient was admitted to the hospital for overnight evaluation and was discharged the following day. The physician has continued monitoring. No additional adverse patient effects were reported. This product remains in service.